Event description:
Wire in disposable heated and humidified anesthesia breathing circuit overheated and melted through plastic wall of breathing ciruit, causing; loss of integrity of breathing circuit and loss of airway pressure. Recognition of problem prevented adverse pt outcome.